Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface that had a suction break during laser treatment. The patient interface was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
A sample was not returned. The suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. The root cause could not be identified conclusively. (B)(4).